Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: device partially cut. Staples were primarily straight. The cut line was not fully circumferential.

Manufacturer narrative:
(B)(4). Additional information: adjusting knob. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition it was noted that the device did not closed completely when turning the adjusting knob. No functional test was performed and the device was disassembled to verify the condition of the internal components. The adjusting knob was noted to have a plastic bubble that would not allow the device to close completely, not allowing the device to properly cut the washer. No conclusion could be reach as to how the plastic bubble was formed inside the rotating knob. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a colectomy procedure, no crunch was heard during firing. Anastomosis was not complete and staples were not formed. Case completed with hand sewing of the anastomoses. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.